Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via melin.net with the right ventricular lead exhibiting elevated defibrillation impedance. Programming interventions were discussed; however, no interventions were made. The patient will continue to be monitored.